Manufacturer narrative:
Initial and final (B)(6) device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced three events of kinked cannula on 28-jan-2025, 29-jan-2025 and 30-jan-2025. Patient noticed symptoms within three or more hours after insertion. The site of location was abdomen. High blood glucose (490 mg/l) was treated using correction injection via multiple daily injection and bolus. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.